Event description:
Information was received indicating that the cuff to a smiths medical portex bivona uncuffed tracheostomy tube was found deflated while in the patient. The cuff was attempted to be re-inflated, but water was observed to be leaking from the pilot balloon. Subsequently, a tube change out was performed. There were no reported adverse patient effects.